Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebs2657 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the vascular access nurse to ms&s that her patient is having a possible reaction to a powerpicc. It was stated that the patient has cystic fibrosis and multiple allergies. The patient came in for a PICC placement on (B)(6) 2018. The patient complained of pain shortly after insertion and the pain intensified over the next day and became severe. The area around the PICC became swollen, red and very itchy. There was a 3 cm area around the PICC insertion site that was very inflamed. They did an ultrasound and ruled out a dvt. The PICC was removed 01/14/18, the redness and swelling are resolving. Ms&s discussed material content of the powerpicc and how patients can also react to the chlorohexidine.